Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2016. Information from the device memory showed more than 40 occasions in which the ambient temperature was below the indicated minimum of 0°c for extended periods of time, with a low of -4.7°c on the (B)(6) 2019. Upon receipt the -ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which would indicate the spring within the pin had failed. Furthermore, a low battery fail was recorded in the device memory on the (B)(6) 2020. Although this low battery fail was not replicated during the investigation, measurements confirmed the failure of the pogo pin. The failed -ve pogo pin had resulted in a reduced connection from the device to the pad-pak. Given the age of the pad-pak at the time of low battery fail (approximately 3 years in service), and the low temperatures the device had been exposed to throughout this time, these combined factors would have led to voltage fluctuations and the subsequent low battery fail. An undefined fault code was also observed in the device memory, which would indicate the device had lost power during a self-test, due to these issues. Due to the extended periods of adverse storage indicated by the device memory, it is possible that this had contributed to the failure of the pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Device gave a memory full prompt. There was no patient involved in this event.